Event description:
N/a

Manufacturer narrative:
The microsensor was returned for evaluation: DHR - the lot met specifications when released failure analysis - based on the supplier analysis and investigation, the issue of the complaint has been confirmed: - sensor case is damaged, - epoxy ball lifting/separated due to damaged case - catheter mashed 6cm from sensor - icp express read 591 - water pattern drift off scale root cause - the root cause of the issue reported by customer could be determined as a mishandling of the device. The cause of the drift failure stated could be from the condition of the damaged case and epoxy ball lifted caused fluid ingress, which possibly attributed to the drift failure. Additional information received: "all sensors were implanted into 1 patient." Consequences due to dysfunction : "this is self-explanatory. If the patient cannot be monitored or his intracranial pressure cannot be monitored, then he cannot be optimally cared for either, since valid measurement data on the constitution are missing." Underlying medical surgery : "patient with a traumatic brain injury" outcome of patient : "no feedback from the doctors."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 6 reports. Other mfg report numbers: 3013886523-2022-00538, 3013886523-2022-00539, 3013886523-2022-00540, 3013886523-2022-00541, 3013886523-2022-00542. A facility reported the icp readings of a microsensor were stable 2-3 hours after implantation. But after that, the value kept drifting down until it was in the negative range at some point. 4 cerelink icp sensor with metal skull pin set were implanted, 2 different directlink modules were used. All cables were swapped and different patient monitors connected. The error kept appearing. According to reported information, it is unknown if there was patient injury and it is also unknown if there was surgical delay.